Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any staple formation issues noted in initial procedure? How was the opening in staple line addressed? What investigative procedures were performed prior to the reoperation? Was a leak test performed? If so, what were the results? What is the current patient status? (B)(4).

Event description:
It was reported that during a bariatric bypass procedure, on the day after of a bariatric surgery by bypass technique, the patient presented general signs of infection. The doctor returned the patient to the operating room and the last line of stapling of the pouch was open. Today ((B)(6) 2017), the patient is in critical condition and admitted to the ICU.